Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019. Effective therapy was established post op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient lost stimulation and is unable to connect to the ipg. The issue began after the patient had open heart surgery on 13jul2018. The patient did not turn off therapy, or use surgery mode prior to the procedure. Patient may undergo surgical intervention at a later date.